Manufacturer narrative:
The product was not returned for analysis. Additional information will be submitted wihtin 30 days of receipt.

Event description:
The procedure was coil embolization of collateral circulation from celiac artery to pulmonary artery (not calcified and mildly tortuous). During the coil embolization procedure, there was severe resistance when advancing an orbit mini complex fill 4x7 coil (B)(4) in a prowler select plus (mc) microcatheter (details unknown). It is unknown where exactly he met resistance, therefore it was decided to remove the galaxy and replaced it for a new one (details unknown). However, when pulling the orbit back from the microcatheter, the orbit was separated into two at the connection between the hypotube and the support coil. Both of the separated pieces of the device were safely removed from the mc. Additionally, the coil remained attached to the delivery system. Afterwards, the procedure was successfully completed and there was no patient injury reported. Prior to use, no defect (kink, bends etc) was noted on both the mc and the coil by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The complaint product is not going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
The procedure was coil embolization of collateral circulation from celiac artery to pulmonary artery (not calcified and mildly tortuous). During the coil embolization procedure, there was severe resistance when advancing an orbit mini complex fill 4x7 coil (637mf0407/15227349) in a prowler select plus (mc) microcatheter (details unknown). It is unknown where exactly he met resistance, therefore it was decided to remove the device and replaced it for a new one (details unknown). However, when pulling the orbit back from the microcatheter, the orbit was separated into two at the connection between the hypotube and the support coil. Both of the separated pieces of the device were safely removed from the mc. Additionally, the coil remained attached to the delivery system. Afterwards, the procedure was successfully completed and there was no patient injury reported. Prior to use, no defect (kink, bends etc) was noted on both the mc and the coil by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The complaint product is not going to be returned for evaluation. No additional information is available. Based on the available information and without the return of the device for analysis no conclusion can be made regarding the resistance during insertion of the orbit coil through the microcatheter. It is possible that the bending/kinking of the device in the presence of resistance may have contributed to the separation of the delivery system. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Therefore, no corrective action will be taken.